Event description:
It was reported that the patient presented with an implantable cardiac monitor that exhibited post-sensed t wave over-sensing. No intervention was performed. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net.